Manufacturer narrative:
Pump was not returned. Contact attempts were made to the customer with no response.

Event description:
Info rec'd from a nursecomm call indicates that pump alarms error code 13.